Manufacturer narrative:
After inspection of device, cartridge replaced.

Event description:
In this event it is reported that a x-smart plus won't hold files. Failure found before use on patient. No injury occurred.